Manufacturer narrative:
B3: event date is considered as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported receiving the "m03" message when attempting to charge the implantable neurostimulator (ins), and the message continued after multiple charging attempts. Pt only had the controller available during the call and did not have the recharger, as the recharger was recently replaced. Pt will call back with the external devices available for troubleshooting. Patient called back with equipment. Agent asked, patient said they had start charging, but after a couple minutes, the rm03 message would come up, even after resetting like previous agent from this case reviewed with patient to try. Agent asked, patient said they lay down while charging because it would be hard to find the spot to connect otherwise as their implant might be too deep or something and manufacturer representative (rep) in the past said to try laying down while charging. Patient said they had not paid attention or noticed their body or paddle getting warm, but said the re lay box would start to get warm when they saw that message. Agent reviewed screen information and sent a request for a replacement recharger to repair. No symptoms were reported.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that have had back issues since 1978, three or four surgeries with little to no relief. Stimulator has helped some, my center heats up like a heater is on.just went through ablations and epidural little more relief has resolved the issue and the patient weight is 196 lbs.